Manufacturer narrative:
Insulin pump power up properly after battery installation. Insulin pump received with operating currents within specifications. No unexpected low battery alarms noted. Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked case at display window corners, battery tube threads, minor scratches on display window and missing end cap sticker.

Event description:
Customer reported that the insulin pump alarmed button error. Customer stated he removed the battery and put it back in and the buttons were still not responding. Customer stated that prior to the keypad issue he only received a low battery alarm, but device was not wet. Blood glucose value is 194 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.